Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
A slide of metal peeled off. The following additional information was received via email from our affiliate on (B)(6) 2015; this was an acl case. The failure with the guide wire was the metal outer layer peeled off. The fragment was removed. It is unknown if an x-ray was done. The procedure was completed with another 254514. It is unknown if the failure extended the procedure time greater than 30 minutes.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. However one possible root cause could be that the guide wire became entrapped during insertion of the screw, which may have resulted in the guide wire being damaged if it was pulled on to remove without backing out the screw. The product¿s IFU states ¿rotate the hex driver clockwise until it is counter sunk slightly inside the tunnel. Remove the hex driver and guide wire. If the nitinol guide wire becomes entrapped, rotate the hex driver counter clockwise to back out the screw until the guide wire straightens. Pull back on the guide wire, and readvance the screw¿. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.